Event description:
A report was received that the patient had developed an infection at the pocket site. Symptom included swelling. The physician believed that the infection was not device or procedure related. The patient was prescribed antibiotics and underwent an explant procedure.

Event description:
A report was received that the patient had developed an infection at the pocket site. Symptom included swelling. The physician believed that the infection was not device or procedure related. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.